Manufacturer narrative:
E1: initial reporter facility name: the first affiliated (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access pressure pod of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs and video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set access pre-pump pod. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.